Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient underwent revsion surgery. After primary surgery patient came back with a draining wound and poly was exchanged.